Event description:
Subsequent to the initially filed report, the following information was received: only one of the proglide devices had a suture retrieval issue. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to open or close was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible that the guide tube was bent during insertion causing difficulty to open of close or an interaction with anatomy occurred. . Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1142 removed.

Manufacturer narrative:
Device code 2017 clarifier- failure to follow steps / instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after a vascular embolism interventional procedure using a 6f sheath. Femoral imaging was not performed. Reportedly, two proglide device had difficulty opening the lever allowing the foot to move freely. Additionally, the sutures came out abnormally [suture retrieval issue]. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.